Manufacturer narrative:
(B)(4) date sent: 2/9/2023. This is an analysis of a set of images submitted for evaluation. Image 1: the image provided by the customer shows a harhd instrument. The batch and serial can be observed as (B)(6), (B)(6). Image 2: the image provided by the customer shows a harhd20 instrument with the blade tip broken off. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, and blade contact with other devices, staples, or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens can result are such as "remove instrument from patient" ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number v94c8f, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: v94c8f. Additional information was requested and the following was obtained: could you please clarify if the blade tip broke off?- yes. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Investigation summary: the product was returned for evaluation. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the black coating of the blade damaged. The device was tested on a gen11. The device did activate during functional testing. During device testing, no blade tip broke off was noted. Therefore, the reported event was not confirmed. The device was disassembled to inspect the internal components and no anomalies were found. Occasionally, damage to the blade coating occurs when the blade is exposed to metal contact and/or high heat / prolonged activation without tissue present in the distal section of the jaws and the jaws closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This, in turn, can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens can result are such as, "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number v94c8f, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a tumor resection the ¿replace instrument¿ alert screen was displayed. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.